Manufacturer narrative:
Complaint no: . (B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. Upon conclusion of the investigation, the cause of this issue was could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 15:33:59. During night drain cycle one, the patient's ultrafiltration reading was 761ml, indicating the home patient drained 761ml more than their maximum programmed fill volume of 1000ml. No additional information is available.